Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09ftm, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no issue with the device. The patient did not have good luck with it. After many trips for reprogramming and countless times of changing programs themselves, the patient quit trying to fool with it since they were told that there were no more programs to try. Eventually the battery died, which lasted approximately 2 years. After a year or so, they had the unit removed. It wasn't bothering them but did prevent them from having an MRI if they ever needed one. It is unknown if the device would be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. The main component of the system and other applicable components are: product ID: 3889-28, lot# va09ftm, implanted: explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Explant date was updated to (B)(6)2017. The main component of the system and other applicable components are: product ID: 3889-28, lot# va09ftm, implanted: explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) as part of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿ssystem never worked to control their symptoms. It was explanted and not replaced as a result of this. There were no further complications reported or anticipated.